Event description:
Customer reported that after a double platelet collection procedure the patient waited in the rest room for one hour and then went to the bathroom. Nine minutes after using the bathroom the donor experienced syncope, resulting in a head injury from the fall the donor received medical attention and subsequently rested at home. The donor suffered a fall resulting in a 2cm traumatic wound on the head that was disinfected and sutured at the hospital. Per customer reported the patient status as "rest at home" patient identifier is unknown at this time. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this lot showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process, a follow-up report will be provided.